Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 10-mar-2026, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant potassium result on a patient. There was no patient information available at the time of this report. Return product is not available for investigation. Method date k sample I-stat (B)(6) 2026 >9.0 a lab (B)(6) 2026 5.3 ni. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.